Manufacturer narrative:
Further information was requested but not yet received.

Event description:
Related manufacturer reference number: 2017865-2022-03012. It was reported that during initial implant procedure, the guidewire was not able to insert in patient's new implanted left ventricular lead. It was then reported that the guidewire was not able to be removed from the second implanted left ventricular lead. Both leads were not implanted during procedure on (B)(6) 2022. An alternate lead was implanted. The patient status was unknown.

Manufacturer narrative:
The reported event of stylet could not be removed was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled out of the connector assembly along the inner coil which is consistent with procedural damage. The cause of the reported event was due to the bunching of the stripped stylet, polytetrafluorethylene (ptfe) coating and inner coil. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.